Event description:
It was reported that a revision surgery was needed to replace an xpand corpectomy spacer that was found collapsed post operatively. This event occurred in spain.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any images could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was available for evaluation. The implant was received in its most contracted state. The locking set screw was presumed to be in the unlocked state because the implant would expand and contract freely upon rotation of the bevel gear. After microscope images of the implant were collected, the implant was fully expanded by rotating the bevel gear. A wear pattern across the peaks of the threads, in-line with the locking set screw, were observed as shown in the images. This wear pattern indicates that the locking set screw was engaged at some point. The locking capabilities of the set screw could not be properly evaluated because the hex fastening feature on the locking set screw was stripped as show in the images. The hex driver could not engage the set screw enough to tighten or loosen the fastener. It is not known when the hex feature was stripped, but if it occurred during the locking step, then the locking set screw would not have engaged fully with the threads (i.e. The implant would've been partially locked). This could explain why the implant collapsed, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace an xpand corpectomy spacer that was found collapsed post operatively. This event occurred in spain.